Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the volt catheter into the sheath and while aspirating, air bubbles were observed. Several attempts were made to clear the air, but the issue persisted. The sheath was replaced and the procedure was completed with no adverse patient consequences.